Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: liberte 5x32 (boston sci); veriflex 4.5x32 (boston sci); multi link ultra 4.5x28; xpert self expanding stent 6x40x120. The xpert self expanding stent 6x40x120 is being filed under a separate medwatch MFR number. The reported patient effect of occlusion is listed in the ultra instructions for use as a known adverse event associated with coronary stenting procedures. In this case, the enzyme elevation may have been a secondary effect of the occlusion, which was treated with medications and thrombectomy. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a right coronary artery bypass graft stenting procedure in a significantly stenosed lesion, a non-abbott embolic protection device (epd) was placed. An xpert stent was taken to the lesion, but only partially deployed. The remainder of the stent could not be unsheathed. The stent delivery system with the partially deployed stent was removed through the guide catheter without further intervention. Next, two non-abbott stents and a 4.5x28mm multi-link ultra stent were deployed. No flow was experienced and the epd was noted to be full. Intra-arterial nitroglycerine and nitroprusside were administered and a thrombectomy was performed. Following this, a 5x28 multi-link ultra was deployed. During the procedure, the patient had signs and symptoms of heart failure. Post procedure, the patient was noted to have elevated enzymes which was treated with medications. The patient remained hospitalized due to pre-existing atrial flutter, which was treated with cardioversion, and pre-existing heart failure and mitral valve regurgitation. On (B)(6) 2011, the patient was discharged to assisted living. Although requested, there was no additional information provided.